Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by a patient that their device would be removed soon because it was not really working and their health care physician (hcp) will just repair their bladder. There were no further complications reported.